Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient did not require treatment for the event. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 3.